Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the lead was implanted and then removed after defibrillation threshold testing was high. The lead was not used and a new lead was implanted with acceptable defibrillation thresholds. No patient complications have been reported as a result of this event.